Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius and crease fold. Leak test and microscopic analysis was performed which identified: crease smooth opening on radius, wear abrasion, white particles inner the device and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on radius assessed as fold flaw opening.